Event description:
It was reported that this lead was explanted due to oversensing approx. 83 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 49 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed on the rv shock coil calcified appearing tissue residuals which had impact on the maneuverability of the lead and led to excessive mechanical stress. The above finding is assumed to be the root cause of the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.